Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected several years ago under the eyes at another clinic with ¿hyaluronic acid injection.¿ sometime later, the patient was injected into the jaw with juvederm vista volux xc and into the lips with juvederm vista volbella xc at another clinic. Approximately seven months later the patient was injected by the reporting hcp in the nasolabial fold with 1cc of juvederm vista volift xc. The patient reported that they had a large amount of alcohol six days after the last injections. The next day, the patient experienced a ¿widespread swelling, mild redness, and a feeling of heat not only at the injection sites but also on the mid-face. The patient was diagnosed with a delayed allergy.¿ the patient was treated with steroids. Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6); (B)(4), (B)(6); (B)(4), (B)(6); (B)(4). This emdr is being submitted for the suspect product, juvederm vista volift xc.